Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield on the bd saf-t-intima¿ IV catheter safety system failed during use and left the needle exposed. The customer reported 5 occurrences of this event, with 1 case involving a needle stick injury to the nurse. However, the customer did not provide information regarding medical intervention. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that the safety shield activation failed during the usage, the needle was retracted out of the safety shield. There were 4 cases, in which the nurse was stuck by the needle in 1 case."

Manufacturer narrative:
Investigation: the reported safety shield activation failure was verified after inspection the samples provided. However, engineering and manufacture team could not confirm or associated the reported defects because, samples received were not activated correctly according with IFU usage recommendation. Four samples were received with exposed needle and 1 sample was received with complete activated safety device. The units with exposed needle were activated manually according IFU, no problems were found during this activation. The only way to reproduce this defect is omitting the IFU usage recommendations. DHR was reviewed for material 383312, all samples taken for visual and functional characteristics properly met the acceptance criteria.

Event description:
It was reported that the safety shield on the bd saf-t-intima¿ IV catheter safety system failed during use and left the needle exposed. The customer reported 5 occurrences of this event, with 1 case involving a needle stick injury to the nurse. However, the customer did not provide information regarding medical intervention. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that the safety shield activation failed during the usage, the needle was retracted out of the safety shield. There were 4 cases, in which the nurse was stuck by the needle in 1 case."